Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that directly after a tonsillectomy/adenoidectomy where this device was used, re-bleeding occurred. The patient was brought back into the operating room, and a bovie pencil used to stop the bleeding. A small blood clot was visible on the left tonsil bed. The original procedure used this device to remove the tonsils. The tonsil beds and adenoid area were spot coagulated with a suction bovie.